Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the cause of the issue was due to insufficient image storage space in the image processing (ip)-pc. The fse solved the issue by clearing the image disk and performing the re-create image disk procedure. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.